Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the matrix drawer and the drawers below it had a hardware failure. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had matrices drawer failed. A field service engineer found a minor med spill that leaked into row a. The fse replaced row board and non-functional module controller. The system functioned as intended after the field service engineer troubleshot the device.